Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The visual inspection of the opened sample noted no sutures and one needle. The needle was returned disengaged from the suture. Under microscopic inspection, instrument marks were noted near the swaged end of the needle. Upon microscopic inspection, normal crimp and swage marks were noted along the barrel. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when removing the suture from the packaging, the needle detached from the strand. It was reported another suture was used to resolved the issue and completed the case. There was no patient injury.